Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding of the insulin pump. The customer¿s blood glucose level was unknown. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer states an alarm was in progress at the time the button was unresponsive. Customer was unable to clear the alarm. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.